Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 37 mg/dl. Cause was not known. Customer's mother gave customer honey to address bg while waiting for paramedics to arrive. Customer became unconscious while waiting for the paramedics. When paramedics arrived, they administered glucose, and customer consumed carbohydrates once in a more stable condition. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.